Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed no delivery during prime. Customer didn't recall blood glucose level. Troubleshooting was performed and it was found insulin exit when it was manually pushed with the plunger through tubing. However, when tubing and reservoir were reconnected to the insulin pump and manual prime was performed the device alarmed again. Customer was advised the device need to be replaced and to revert to back up plan. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.